Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient did not charge the ipg as recommended due to his symptoms improving. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the patient's system was explanted.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.